Event description:
It was reported that the patient received a durasul cocr head 38/+8 'xl' 12/14 on the left side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2013 due to unknown reasons. Corrosion was found on the cocr head taper.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).